Event description:
It was reported the instrument was delivered defective and could not be used during the intervention. A workaround was applied by estimating the length using another screw. No patient harm. No surgical delay.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the depth gauge f/scr ø4.5 - 6.5 meas-range was out of its original package, however the tip is slightly bent additionally a delivery service issue was open for the reported complaint. Potential cause can be consistent with a component failure that was caused by exposure to unintended forces. It is possible the device encountered external forces during manipulation or transport and storage of the device. However, with available evidence, the complete potential cause can note be fully determined. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the depth gauge f/scr ø4.5 - 6.5 meas-range would have contributed to the complained device issue. Based on the investigation findings, a deliver service issue (dsi) is indicated and addressed internally within a local quality management system. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history. Per franchise complaint product investigation procedure, a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required.